Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that corrosion was present on the inside of the seat rail and cross brace bracket and the cross brace was broken at the weld to the seat rail, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
(B)(6) states that the left crossbrace broke at the weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states that the left crossbrace broke at the weld.